Event description:
It was reported that during a knee surgery the device broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint not confirmed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. However, due to the device not being returned, we are unable to confirm the reported event.